Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Ages/date of birth: unknown, not provided. Genders/sexes: unknown, not provided. Dates of event: unknown, not provided. Model #: unknown, not provided. Catalog #''s: unknown, not provided. Serial #''s: unknown, not provided. UDI #: unknown as the serial numbers were not provided. If implanted; if explanted, give dates: unknown, not provided. The devices were not returned for analysis. There were no models or serial numbers reported for the devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture dates: unknown, information not provided. Title: outcomes of resident-versus attending-performed tube shunt surgeries in a united states residency program. Authors: thangamathesvaran l, crane e, modi k, khouri as. Journal of current glaucoma practice, may-august 2018;12(2):53-58. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
Literature title: outcomes of resident-versus attending-performed tube shunt surgeries in a united states residency program. The objective of this study was to compare postoperative outcomes in filtering surgeries using glaucoma drainage devices (gdds) performed by residents in training vs attending physicians. 31 out 120 implanted gdds were baerveldt shunts. Although there is not a specific complaint or adverse event against baerveldt shunt it was published overall the following complications: 26 corneal edema, 20 tube exposure, 16 hyphema, 13 corneal haze, 7 conjunctival dehiscence, 7 tube revisions, 3 endophthalmitis and 2 explants. No details of further outcome or management were documented in the publication.